Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign objects in the light guide lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.